Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached while inside of the pt at 68,293 joules. Also, it was reported that all fiber pieces were retrieved. No pt injury was reported.